Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type: extension. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3093-33, lot# v183296, implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((december 2010).

Event description:
It was reported that in 2011 the patient had a second revision surgery. There was suspected lead migration and twisting of the lead and extension that was likely due to patient manipulation of the battery. During the lead explant the lead broke resulting in unretrieved device fragments. A new lead was placed in the other s3 foramen and was connected to a new system. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report # 3004209178-2014-18086 for replacement of the patient¿s first device.